Manufacturer narrative:
Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the outer gasket had become tron and a large piece was not returned, making the instrument non functional. The instrument was received with the outer gasket on 512sl tonr. There was a large piece, approximately 1/4 of an inch in diameter, that was not returned. The olive was also returned attached to the sleeve. The olive and the obturator were examined and were found to be in good physical condition and were found to be functional. No conclusion could be reached as to how the outer gasket had become torn. Comments: each instrument is evaluated during the assembly process to ensure that if functions properly. The centering of the optical obturator tip reduces the possibility of gasket damage during insertion.

Event description:
During a laparoscopic hernia repair procedure it was reported by the affiliate that the silicone ring of the trocar was damaged. This damage was noticed after taking the scope of the trocar. A piece of the silicone was not retrieved from the patient. It is believed that this may cause infection in the patient. Additional information received on 04/20/1997. It was clarified that no medicine was required for the patient.